Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explant date: ni.

Event description:
It was reported via social media that the patient had an infection and constantly in pain. The patient was prescribed with antibiotics and pain medications. No further information could be obtained.